Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that during explant of the impella, the physician could not move the repositioning sheath and contamination sleeve back far enough out of the way for closure. The physician expressed extreme frustration, and as a result of the inability to move the repositioning sheath and contamination sleeve out of the way, the physician cut them with a scalpel. There was no allegation of patient injury, and the patient was successfully weaned and explanted.